Event description:
The reporter contacted animas on (B)(6) 2013 stating that the patient experienced a blood glucose up to ¿hi¿ on the meter (over 600 mg/dl) with symptoms of frequent urination, fatigue, irritation, and moderate ketones. The reporter stated that the patient attempted to deliver a bolus but the blood glucose levels did not respond; the patient reportedly changed out the tubing and primed and the insulin that came out was brown in color. The reporter indicated that a new cartridge was placed in the pump from a new insulin vial and there were no further blood glucose issues. The reporter indicated that the patient¿s cartridge was being changed 3 to 4 times a month. The reporter also indicated storing the insulin in the refrigerator. The reporter was advised to change the cartridge ever 2 to 3 days per the instructions to prevent the insulin from being degraded. This report is made based on the indication that the patient experienced hyperglycemia and the use error of the insulin cartridge could not be ruled out as a contributor to the event.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.